Event description:
During a supraventricular tachycardia (atrioventricular reentrant tachycardia) procedure, an "impedance out of range" error was noted on the generator with an alarm when attempting to deliver radio frequency energy, and rf could not be performed which caused a delay. The cable between the catheter and the generator was reconnected and the dispersive patches were reattached with no resolution.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported errors and subsequent delay remains unknown.